Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had experienced pocket pain and leg weakness following an implant procedure. The patient was admitted to ER and later hospitalized where device was explanted. The patient was given IV antibiotics. Follow up report indicated that the patient is recovering from the procedure and is still experiencing leg weakness. However, patient had pre-existing leg weakness prior to implant.